Event description:
Mother of a vns pt indicated the pt had passed away approximately three weeks post-implant. Pt was found deceased by nursing home staff. Good faith attempts to obtain a medical professional opinion regarding cause of death and relationship of death to vns therapy have been unsuccessful to this point. Explanted pulse generator and lead were returned to manufacturer for analysis. The product analysis of the returned lead is not yet complete, however, no performance anomalies were identified with the returned pulse generator during it's analysis.

Manufacturer narrative:
No anomalies were identified with returned pulse generator. The cause and circumstances of the pt's death is unk.